Manufacturer narrative:
No report of pt involvement. The initial reporter is located outside the u.s., and therefore this info is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The customer reported that, during a preoperative checkout, the unit did not switch to battery backup when ac power was disconnected. There was no report of pt involvement.